Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for chronic low back pain. It was reported that the patient programmer (pp) was not working and was not turning on stimulation. The patient said she lost her antenna, so she used the pp without the antenna. During the call patient services asked the patient to sync with her implantable neurostimulator (ins). The patient was able to see the therapy screen with the stim on icon. Patient services reviewed with the patient that her stimulation was on. The patient said her stimulation was not on, because when it is on she feels stimulation throughout her whole body. When the patient was instructed to increase stimulation, she was seeing the poor communication screen or the sync screen. The patient said she just put brand new batteries in the pp. The patient said she has had a couple falls a couple months ago. The patient was not feeling stimulation, and she was in pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the circumstances that led to the poor communication/sync screen and pain was that they were doing something wrong. The patient reported they "did what she said" to resolve the poor communication/sync screen, inability to increase stimulation, not feeling stimulation, and pain. The patient reported they still needed an antenna, because they lost theirs. No further complications were reported/anticipated.